Event description:
The customer reported that when inserting batteries the analyzer "started making a weird smell" and that the batteries were "hot to the touch". There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
During the investigation, it was determined that the terminal displacement is caused by the customer providing undue force onto the battery terminals causing them to drop and is not due to a manufacturing defect. Several key factors point to this decision: 1. The battery terminals would have to have been properly seated at the time of manufacturing because the analyzer would not power on and consequently be unable to be calibrated and released. 2. Upon close inspection of the battery terminal area, it was observed that the terminals were fully seated initially due to drag marks created by the metal terminal scraping the plastic casing. These markings are present from the point of terminal seating down to where the terminals lie currently. Pts is confident that this damage occurred post-distribution, as there are no manufacturing steps that would cause this type of damage. To prove the terminals could not be accidentally dislodged by proper battery insertion, the force of battery insertion and the force it takes for terminal displacement was measured. It takes roughly 3-5lbs of force to insert a battery and roughly 30lbs of force to dislodge a battery terminal. This means that the customer cannot unseat the battery terminals under the force exerted during normal battery insertion and the dislodge would likely occur when the customer attempts to forcefully remove batteries from the compartment. The customer allegation of overheating was observed on the damaged analyzer.